Event description:
A customer in (B)(6) notified biomérieux of a discrepancy with chromid¿ carba smart(reference (B)(4)) regarding several strains that did not grow on chromid¿ carba smart. Several lots were impacted and the customer reported that those strains grew on chromid¿ esbl. The customer sent all the strains to cnr who confirmed by pcr oxa 48. The customer reported that there was no impact or adverse event to the patient because all the strains grew on chromid¿ esbl, and no incorrect results were provided to the physician. An internal biomérieux investigation will be initiated.